Event description:
Seven and a half rears postoperatively, the pt developed stenosis and insufficiency and the valve was ezplated. It was reported the pt experienced a gradient of 44mmhg. The valve was replaced with a 21mm bioristhesis.